Manufacturer narrative:
Since bd was unable to duplicate or reproduce your indicated failure mode because no sample or photos were provided to review the DHR and because it showed no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. The leakage issue could be possible because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, bd is certain that the probability of having some damaged needle causing leaks in our product is very low based on the preventive measures and our stringent inspection sampling.

Event description:
It was reported that during use of the bd microlance¿ 3 needle there was leakage from the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the product leaked through the smaller needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ 3 needle there was leakage from the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the product leaked through the smaller needle.